Event description:
It was reported while using bd phaseal¿ drug vial access device foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: she said there was no leaking, just coring. The customer is finding the ¿coring¿ of the rubber vial upon application of the vial access device. The customer believes the coring is worse than normal.

Manufacturer narrative:
Investigation summary: no samples or photos received for investigation. A device history review was performed for lot 2202122, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Four retained samples from the same lot were evaluated, no issues or coring observed. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. It is important to ensure the vial is not expired as that can impact the quality of the rubber stopper. Based on the available information we are not able to identify a definitive root cause at this time.

Event description:
It was reported while using bd phaseal¿ drug vial access device foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: she said there was no leaking, just coring. The customer is finding the ¿coring¿ of the rubber vial upon application of the vial access device the customer believes the coring is worse than normal.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.